Manufacturer narrative:
(B)(4). D10: 010000856 g7 neutral e1 liner 36mm d 7264160. Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip surgery and was implanted with zimmer biomet products. Subsequently, the patient was revised two years post implantation due to dislocation.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6. Visual examination of the provided picture identified the explanted devices but could not be used to confirm the complaint. Device not returned, further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional and not submitted to mmi at this time as the superimposed template obscures the image. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.